Event description:
The device was returned from the hospital because they noted what appeared to be staple holes in the outer packing of the product. Upon further inspection it was noted the holes penetrated the sterile packaging as well.